Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report on behalf of patient that the sensor session stopped 15 minutes prior to the replace battery alert on (B)(6) 2015. Patient was not aware that the sensor session had stopped. At the time of contact, no injury or medical intervention was reported.